Manufacturer narrative:
An event regarding an acetabular periprosthetic fracture involving a tritanium revision shell was reported. The event was not confirmed. Device history review indicated all devices accepted into final stock met specification. Complaint history review indicated there have been no other events for the reported lot. No further investigation for this event is possible at this time as no devices were returned and insufficient information was received by stryker orthopaedics. If devices and / or additional information become available, this investigation will be reopened.

Manufacturer narrative:
An evaluation of the device cannot be performed as the device was not returned to the manufacturer due to hospital policy. Additional information (including x-rays and medical records) has been requested but not made available. Should additional information become available it will be reported in a supplemental report upon completion of the investigation. Not returned to the manufacturer.

Event description:
It was reported that there was a right hip revised due to pelvic fracture.

Event description:
It was reported that there was a right hip revised due to pelvic fracture.